Event description:
It was reported by a provider that he has a patient with a vns that is having frequent seizures. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Follow-up from the physician provided that the increase in seizures was not worse than before vns, and was not being caused by vns therapy. The explanted device was reported to have been discarded by the hospital.